Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: tape was wrapped around the footend scorpion kit. Tape removed from scorpion kit and brakes were tested.